Event description:
It was reported that device delivered a message indicating long charge time. Patient was asymptomatic. Capacitor maintenance was done and was successful. Device change-out is expected, as battery is near eri and possible further timeouts.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.